Manufacturer narrative:
The device was disposed, therefore, a technical analysis could not be completed. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications. The most probable root cause can be attributed to operational context.

Event description:
It was reported that during a percutaneous coronary intervention, a balloon burst occurred. The 95% stenosed lesion was located in the mildly calcified and moderately tortuous left anterior descending coronary artery. The physician predilated the lesion with an apex monorail 12mm x 2.0mm balloon catheter. The physician then switched to the apex monorail 12mm x 2.5mm balloon catheter, however, after the first inflation, the balloon burst at 9 atms. The apex was removed intact from the pt. Another of the same device was used to successfully complete the procedure. No post procedure complications were noted and the pt status was reported as "no problem".